Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 125 mg/dl and the sensor glucose was 45 mg/dl at the time of the incident. The customer reported that they just got a new insulin pump and sensor this last week. It has worked pretty well. Last night while at work, it told patient was low at 45 mg/dl, so the customer checked and blood glucose was 125 mg/dl. The system suspended delivery due to the low sensor glucose. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose values of 45 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The sensor will not be returned for analysis.